Manufacturer narrative:
Investigation summary: three (3) photos were provided by the customer for investigation. The first (1st) photo shows a syringe next to a vial which provides the lot number and expiration dated of the drug. The second (2nd) photo appears to show part of the needle shield. There appear to be several dark fibers on or in the needle shield. The third (3rd) photo appears to show a different part of the needle shield. There appears to be a dark fiber on or in the needle shield. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the foreign matter (fm) that appears to be on or in the needle shield cannot be identified; therefore, potential root causes cannot be determined. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Investigation conclusion: without a physical sample to analyze the foreign matter (fm) that appears to be on or in the needle shield cannot be identified. Root cause description: without a physical sample to analyze the foreign matter (fm) that appears to be on or in the needle shield cannot be identified; therefore, potential root causes cannot be determined.

Event description:
It was reported that foreign matter was found before use with bd precisionglide¿ needles. The following information was provided by the initial reporter, "it was reported "the needle was noted to have a fuzz on the needle tip." On (B)(6) 2019, the eylea administration needle was noted to have a fuzz on the needle tip and could not be used. Bd component lot affected: bd injection needle cat # 305106 lot # 7236545. The distributor visually examined the returned injection needle. They observed multiple fibers on the outside of the injection needle shield. The shield was not removed and the needle shaft was not examined."